Event description:
An aortouni-iliac configuration was planned for the repair of a aaa. During the completion angiogram an endoleak was viewed originating from between the main body graft and the converter. The molding balloon was advanced and re-inflated several times in an attempt to seal the endoleak. The attempt to seal the endoleak resulted in only a slight improvement in reducing the endoleak visibility. A decision was made to deploy a main body extension within the junction of the main body and converter. The graft / graft junction was molded noting a resolve of the endoleak. Procedure was concluded.